Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to leg pain occurring after stimulation from pne leads which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient cancelled the permanent implant procedure due to leg pain occurring after the pne leads were pulled. The patient had their gabapentin dosage increased and was prescribed a five-day course of steroids, though the patient was still experiencing some pain. The patient said the pain was felt in both legs. The patient saw their primary care provider and believed it was triggered by the stimulation of their nerve. The physician concluded the prolonged discomfort was not related to the pne procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient cancelled the permanent implant procedure due to leg pain occurring after the pne leads were pulled. The patient had their gabapentin dosage increased and was prescribed a five-day course of steroids, though the patient was still experiencing some pain. The patient said the pain was felt in both legs. The patient saw their primary care provider and believed it was triggered by the stimulation of their nerve.